Event description:
It was reported that the pump touch screen was cracked and unreadable. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use the pump, however a replacement pump was sent to resolve the issue.